Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), it was noticed via fluoroscopy that the iab was not deflating correctly. It was also noted that the pressure waveform on the console was altered. In 1:1 frequency, the iab gave almost no augmentation. In 1:2, the augmentation was good but the pressure waveform was very odd. Syringe inflation and deflation changed nothing. The correct iab size was being used, the customer had used the provided insertion kit, and iab position was confirmed to be correct. The iab status indicator was going completely up and down. Augmentation was set to max. No aortic anomalies reported. Replacing the iab resulted in a perfect function. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: dr. Williams, cardiology. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane loosely folded at the proximal end with dried blood on the exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated the membrane would not completely unfold deflate and inflate on the pump. This restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported deflation problem. There is no evidence of a systemic issue; thus this is an isolated incident and it is not required for escalation. The evaluation was not able to confirm the reported difficulty to monitor the waveform. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane loosely folded at the proximal end with dried blood on the exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated the membrane would not completely unfold deflate and inflate on the pump. This restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported deflation problem. CAPA 948728 has been initiated as a result of this failure. The evaluation was not able to confirm the reported difficulty to monitor the waveform. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
. Additional information: the iab was returned with the membrane loosely folded at the proximal end with dried blood on the exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated the membrane would not completely unfold deflate and inflate on the pump. This restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported deflation problem. The issue is being addressed under CAPA 948728. The evaluation was not able to confirm the reported difficulty to monitor the waveform. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a